Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The patient adapter was tightened to an in lab titanium adapter within inches per lb specification and leak tested with no issues or leaks observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector of the minicap transfer set and a plastic adapter. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.